Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 1994, a revision surgery had to be conducted on (B)(6) 2021 due to wear, an unknown femoral head was explanted. Surgeon says the devices were not defective. Current patient health status remains unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, approximately 27 years after a thr, a revision was performed due to wear. Per case details, it was also reported the ¿surgeon says devices were not defective.¿ the patient¿s current health status is unknown. Per email communication, no additional information is available. Based on the information provided, the root cause of the reported revision, as stated by the surgeon, was ¿due to wear¿ and, ¿the devices were not defective.¿ of note, a revision due to wear would not be an unanticipated event after 27 years in-vivo. The patient impact beyond the reported wear and revision could not be determined. Without additional clinically relevant information further patient impact could not be assessed. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.